Event description:
On (B)(6) 2017, a reporter for the lay user/patient contacted lifescan (lfs) alleging that the patient¿s onetouch ping meter powered off during use. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter started powering off during use on (B)(6) 2017. The patient manages his diabetes with insulin pump therapy. The reporter indicated that at 5pm on (B)(6) 2017, the patient took 9 extra bolus units of insulin and drank massive amounts of water. The reporter denied that the patient had developed any symptoms as a result of the alleged issue and no additional treatment or intervention were specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. Based on the information provided, there had been no trauma or misuse of the product. The reporter confirmed that the meter¿s battery was alkaline and, based on the information provided, it did not need to be replaced. The cca educated the patient on the meter¿s behavior and auto-shutoff function but the issue could not be resolved with training. The patient¿s products were requested back for investigation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.